Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was hospitalized due to decompensated heart failure. System interrogation confirmed lv loss of capture, with an x-ray illustrating lead dislodgement. The physician elected to surgically intervene, at which time the lead was explanted and replaced with another boston scientific lv lead. No further adverse patient effects were reported. The explanted lead is not intended to be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.